Event description:
It was reported that the insulin pump experienced a blank display. It was also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 180 mg/dl. Battery cap is being replaced. Advised discontinuation of the insulin pump and revert to back up plan per health care professional until battery cap is delivered. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.